Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours on their arm. Information on treatment was not provided. The device was originally reported for allegedly not delivering insulin properly.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed no errors, timeouts, or drive stalls that would indicate an issue to deliver insulin. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. Therefore, it cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928u1ues4bye4 hardware: sm-s928u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.